Event description:
It was reported that the battery gauge was inaccurate, fluctuating while on the charger. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.